Manufacturer narrative:
A steris service technician arrived onsite and inspected the table and confirmed that one of the screws detached from the left seat section of the side rail. The technician reinstalled the screw, tested it, confirmed it was operating according to specification, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure one of the screws on their 5085 surgical table detached allowing the side rail to lower and the attached stirrup to fall. A procedure delay occurred as the stirrup was repositioned. The procedure was completed successfully. No report of injury.